Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the supply line port on the welded cassette. An underwater pressure test was also performed and found a leak at the crack location. The reported condition was verified. The cause of the crack could not be determined, however the most probable cause is exposure to chemical agents such as alcohol that damages the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to not apply alcohol, hydrogen peroxide, or antiseptic containing alcohol to the disposable set or to the cassette interface inside the door of the cycler. Using these products can cause the cassette to develop cracks. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This was observed before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.